Event description:
Treatment of an ica aneurysm. It was reported that the pipeline could not be released from the capture coil was the entire system was removed from the patient.no patient injury reported.

Manufacturer narrative:
Only the pipeline and catheter were returned. The evaluation could not determine the cause of the event.(B)(4).